Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a different lens within a month after initial implantation. Additional information was requested.

Manufacturer narrative:
(B)(4).